Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's anatomy was such the physician was unable to implant the left ventricular (lv) lead as it continued to dislodge. The lv lead was removed and not replaced. No patient complications have been reported as a result of this event.